Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon came off the wire. The 80% stenosed lesion being treated was located in the severely calcified, mildly tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.5x15 mm maverick balloon. The physician placed a 2.50x16 mm taxus express2 drug eluting stent. During withdrawal of the stent delivery system, the stent balloon peeled away from the wire. No pt complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.